Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported post implantation the patient developed an esophageal obstruction which necessitated band removal. The patient was discharged after the procedure with no other complications.